Event description:
It was reported "charging cable needing to be "jiggled" to get pump to charge". There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.